Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they changed the infusion set and woke up the next day with high blood glucose of 578 mg/dl. No further details were provided. The insulin pump will not be returned for analysis. Concomitant products: frn-model unknown ¿ reservoir. Unomedical infusion set.